Event description:
Reporter indicated a patient was having increased seizures that were felt to be due to the vns generator "dying". Vns diagnostics indicated normal function and the generator was not at end of service. The level of the seizure increase is unknown, and the seizures are increased in general and a type(s) was not specified. The reporter felt it best to go ahead and prophylactically replace the generator at this time due to the seizures. Surgery to replace the generator is planned, but has not occurred to date.

Event description:
It was found that the patient underwent generator replacement surgery. The explanted generator has not been received to date.